Event description:
It was reported that the insulin pump gave multiple motor error alarms during normal use. Troubleshooting was performed, and no damage to the drive support cap was noted. The unit was not exposed to high magnetic fields. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the unit was received with cracks on the display window corners, battery tube threads and reservoir tube lip, as well as a scratched lcd and reservoir tube window. Also, the device had a protruded/loose drive support disk.